Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/03/2025 the caregiver reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels above 600 mg/dl along with nausea and frequent urination. The user was transported by caregiver to the hospital where the user was admitted, diagnosed with diabetic ketoacidosis, and treated with intravenous insulin. The user was discharged on (B)(6) 2025 and has since reconnected to the ilet. No long-term health effects were reported.